Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net transmission on (B)(6) 2020. Upon reviewing the transmission, it was discovered that the right ventricular lead exhibited episodes of high pacing lead impedance. The lead also exhibited frequent episodes of noise reversion and high ventricular rate that appeared to be consistent with lead noise. The physician recommended revising the lead but no changes were made at this time. The patient was reported to be in stable condition.